Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The customer alleged that there was an audio tone issue. It was alleged that there was an intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: during investigation, the original complaint of the ¿intermittent sound¿ was unable to be duplicated. The pump powered on to a clear and audible alarm. The pump was opened and there was no intermittent condition found to the piezo. Unrelated to the original complaint, the battery compartment was observed to be cracked.